Manufacturer narrative:
Additional information added as follows: (B)(6) 2020. Additional information. Serial # (B)(6); (B)(6) 2019; device code 1198 and z-2909-2020.

Event description:
It was reported that point of care unit (pcu) front case with keypad needed to be replaced due to keypad failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that point of care unit (pcu) front case with keypad needed to be replaced.